Manufacturer narrative:
As reported, sorbafix enhanced failed to fixate the mesh. Photo were provided, image 1 shows a mesh product in vivo and multiple loose fasteners can be seen laying on top of the mesh. Image 2 shows four loose fasteners outside of the body laying on top of medica gauze. The photos do not assist in determining root cause. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describes the proper technique for successful fastener delivery. The precautions section of the IFU states, ¿if the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient.¿ note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Event description:
As reported, during a procedure the sorbafix enhanced fixation device was used. It was reported that out of 15 fasteners 9 fasteners were fixated, and loose fasteners were removed from the patient's body. It was also reported that the procedure was completed with surgical sutures and there was no reported patient injury.

Manufacturer narrative:
As reported, sorbafix enhanced failed to fixate the mesh. Photo were provided, image 1 shows a mesh product in vivo and multiple loose fasteners can be seen laying on top of the mesh. Image 2 shows four loose fasteners outside of the body laying on top of medica gauze. The photos do not assist in determining root cause. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describes the proper technique for successful fastener delivery. The precautions section of the IFU states, ¿if the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient.¿ addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document sample evaluation results. Evaluation of the returned sample could not be reproduce the reported event due to the as received condition of the cannula shaft being significantly bent. The damage to the sample occurred during return transit as it shipped for return in a manner that did not protect the device in transit. The evaluation of photos provided and returned sample cannot assist in determining root cause as to why these fasteners did not fixate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: sample evaluated.

Event description:
As reported, during a procedure the sorbafix enhanced fixation device was used. It was reported that out of 15 fasteners 9 fasteners were fixated, and loose fasteners were removed from the patient's body. It was also reported that the procedure was completed with surgical sutures and there was no reported patient injury.